Manufacturer narrative:
The site declined to provide the patient weight. The medtronic representative explained that this surgeon uses a scope cleaner with metal on the end of the endoscope. No logs or archives have been returned to the manufacturer to evaluate.

Event description:
A medtronic ent representative reported the surgeon felt inaccurate by approximately 3-4 mm in only axial and cranial 2-d views. The surgeon proceeded with navigation knowing the inaccuracy was off. The surgery was completed successfully with no impact to the patient outcome.